Event description:
It was reported that the pump battery couldn¿t be charged. The customer experienced an elevated blood glucose (bg) level of 800 mg/dl with diabetic ketoacidosis. Cause was not known. Bg was addressed via manual insulin injection. Customer reverted to an alternate method for insulin therapy.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Manufacturer narrative:
The failure investigation has been completed and the alleged issue was verified. In addition, a different issue was found.